Manufacturer narrative:
No further information was provided. The manufacturer is closing this event.

Event description:
On (B)(6) 2018, the patient had profound intra-operative vasodilatory and distributive shock post arteriovenous fistula implant suspected secondary to protamine reaction requiring treatment with vasopressors and solumedrol. The patient was admitted on (B)(6) 2018 for left upper extremity arteriovenous (av) fistula graft on (B)(6) 2018. The patient was admitted overnight for complications of av fistula implant. The patient was discharged on (B)(6) 2018.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively determined through this investigation. The patient remains ongoing on hm3 support. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) is currently available. This document lists the adverse events and potential complications associated with the hm3 lvas. Bleeding and neurological events (not stroke-related) are listed as adverse events that may be associated with the use of hm3 lvas therapy. Section 6 of this document also provides guidance for managing anticoagulation strategies for patients on hm3 lvas therapy. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was diagnosed with a pancreatic neuroendocrine carcinoma. On (B)(6) 2018, the patient underwent an endoscopic ultrasound alcohol ablation of the carcinoma. The patient tolerated the procedure well and was sent home the same day. Overnight, the patient developed acute abdominal pain with intractable vomiting. During one vomiting episode, the patient¿s spouse reported that the patient¿s eyes rolled back in his head, prompting her to call the emergency medical services (ems). On arrival to the emergency department, the patient experienced another vomiting episode with a brief loss of consciousness which lasted only a few moments. The patient had significant abdominal distension, firmness, and pain. An abdominal ultrasound revealed the presence of ascites and fluid. The patient¿s hemoglobin was noted to be 5.1 g/dl. A computed tomography (CT) scan noted a large hematoma displacing the stomach anteriorly approximately 15 centimeters. The CT also showed an area of active bleeding with extravasation of contrast along central medial aspect of hematoma and a moderate amount of ascites with high attenuation consistent with hemoperitoneum and retroperitoneal hemorrhage. The patient was urgently taken to interventional radiology for embolization of the bleed. Due to the patient¿s instability, the patient was intubated and an a-line was placed. Abdominal aortogram revealed the presence of a small pseudoaneurysm from a small 5th order of the branch vessel as the primary site of bleeding and patient underwent mesenteric embolization of the vessel. The patient was given 2 units of packed red blood cells (prbcs) and then stabilized in the mid 8.0 g/dl hemoglobin. The patient was transferred out of the intensive care unit (ICU) on (B)(6) 2018 as the patient was able to eat, pass gas, and move bowels. Dialysis resumed on (B)(6) 2018. The patient felt stable and ready for discharge on (B)(6) 2018. The patient¿s hemoglobin at discharge is 8.5 and international normalized ratio (inr) is 2.0. The patient will resume coumadin the night of discharge ((B)(6) 2018). Unfortunately, the patient was receiving heparin during dialysis which was contraindicated for the patient as he had heparin-induced thrombocytopenia (hit). The patient had a lactate dehydrogenase (ldh) of 1191 on (B)(6) 2018 and the pcbt was 46.

Manufacturer narrative:
Section d4: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: a direct relationship between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively determined through this investigation. The heartmate 3 IFU lists bleeding and neurological events (not stroke-related) as adverse events that may be associated with the use of the hm3 lvas. Information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range can also be found within this document. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient remains ongoing on hm3 support. No further information was provided. The manufacturer is closing this event.